Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the clinic gave him 3 types of tapes to try, and one is breaking him out, but is not sure which one. (It was confirmed through a follow up call that the tape was the micropore-surgical tape 1x10yds, cat#16-5301-0.) This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).